Manufacturer narrative:
This report has been submitted by the importer under this MDR report number (B)(4). The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted. Since the social media post mentioned an ercp scope was used, hence a representative device evis exera iii duodenovideoscope, model -tjf-q190v registered and sold in the united states has been selected.

Event description:
It was reported in a social media post that a patient underwent an endoscopic retrograde cholangiopancreatography (ercp), procedure with an olympus scope believed to be jf at a us facility passed away. The post stated an unsterilized olympus scope was used that was recalled. Further follow-up has been conducted; however, no information is available regarding patient death at this time.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's (lm) further investigation. The device history record was unable to be reviewed for this device since the serial and/or lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, a relationship between the subject device and the reported death could not be identified. Therefore, the root cause could not be determined. The event can be detected/prevented by following the instructions for use (IFU) in section: ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿ olympus will continue to monitor field performance for this device.